Manufacturer narrative:
Device is being returned for service. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2025. During the procedure, it was reported that the leep device was losing electrical current to hand piece while cutting, resulting in changing hand pieces multiple times. Procedure was able to be completed. No patient harm was reported. No additional information. 1216677-2025-00011 lp-20-120 leep (B)(4).

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h7, h11. Distribution history: this complaint unit was manufactured at csi on 10/30/2023 and shipped on 3/13/2025. Manufacturing record review: DHR's were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. The majority of the complaints were not confirmed with a few having specific reasons for not cutting which are not indicative of a trend. Product receipt: the complaint unit was returned on a repair on 3/25/2025. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Any relevant customer or clinical information: ther was no relevant customer or clinical information provided. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was evaluated and tested to specifications free of defects. The customer had received a new unit in when returning their unit. It will be processed for scrap. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information.